Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #9681834-2014-00231 to provide the date that additional information was received by the manufacturing facility.

Event description:
The user facility reported that a fractured distal end of a radifocus guidewire m remained in the patient following a procedure. The patient had a lesion in the right iliac artery, and the lesion was approached with the guidewire contralaterally. Problems advancing the guidewire occurred when encountering severe lesion calcification. A loop-shaped runthrough ph was inserted to snare the distal portion of guidewire and in doing so allowed the guidewire to successfully crossover the lesion. A mustang balloon dilation catheter was then advanced over the guidewire. When the guidewire was further advanced, it entered a false lumen and became trapped. Upon attempting to pull it out, the distal end of the guidewire fractured and remained in the patient's false lumen. The guidewire was changed out for a new one and the procedure was completed successfully. However, the attending physician decided not to retrieve the distal end. The patient was later discharged from the hospital.

Manufacturer narrative:
Results - based upon user facility information and evaluation of the returned sample; based upon evaluation of the undamaged portion of the actual sample. The manufacturer received permission from the user facility to do destructive testing of the device. Visual inspection found that the actual sample had been fractured at the distal end, and the core wire was on the inside of the urethane layer suggesting the urethane layer had been ripped off. The separated distal tip was not returned to the manufacturer. Magnifying inspection of the fractured cross-section showed that the urethane layer had a slight flexure at the end of the shaft confirming that the urethane layer had been ripped off. Magnification also showed that a slight portion of urethane layer had been pinched with an object, believed to be from the looped runthrough ns that was used as an alternative snare. Electron microscopic inspection of the fractured cross-section revealed the formation of creases indicating that the urethane layer shrunk after having been stretched and ripped off. Further microscopic inspection confirmed there was no anomaly around the fracture, including a flaw that would have caused the fracture. The undamaged portion of guidewire was measured and subjected to performance testing that included lubricity and bending strength. It was confirmed that product specifications were met and comparable to current product. The urethane coating was removed from the core wire and the fractured cross-section underwent electron microscopic inspection that revealed the fractured portion was in a flat state and portions of it were rough. The inspection further revealed the core wire had been flexed and its outside diameter was diminished to the distal end. Several reproductive tests were conducted using a sample from current production that subjected the sample to: repetitive 90-degree bending force, repetitive one-way torque force, pinching and horizontal tensile force, and loop force. When the sample was subjected to a loop force, the fractured cross-section duplicated that of the distal segment of the actual sample. Based on the investigation findings, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the actual sample became trapped in the patient's calcified lesion and was pushed into the false lumen causing the actual sample to form into a loop. When the attending physician forcefully withdrew the actual sample, it caused the distal tip to fracture. Device labeling does address the potential for such an event in the warning section of the instructions-for-use by statements such as, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00231 to provide additional information regarding the evaluation of the returned sample.

Manufacturer narrative:
Other - based on the user facility information, the attending physician decided not to retrieve the distal end; therefore, the un-retrieved material remains in the patient's body. The actual device was returned and evaluated. Visual inspection showed the device measured approximately 1760mm in length. This suggests that 40mm of the guidewire is missing. The outside diameter was measured and confirmed to meet specifications, being comparable to that of current product. A tear and a scar were visible using magnifying inspection indicating the actual device had been pinched by the concomitant device. At the time of this evaluation, however, the user facility had not given the manufacturer permission to do additional destructive testing of the device. Therefore, a follow-up report will be submitted when further investigation of the actual device can be completed. A review of the manufacturing and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).